Event description:
There was an allegation of questionable results for qc and patient samples from the cobas c 703 analytical unit. Example 1: the initial cholesterol gen.2 result was 44 mg/dl, and the repeat result was 152 mg/dl. Example 2: the initial albumin gen.2 result was 9 g/l, and the repeat result was 40 g/l. Example 3: the initial albumin gen.2 result was 8 g/l, and the repeat result was 48 g/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The customer replaced the sample probe, and a precision test was acceptable. The investigation determined that the customer's actions resolved the issue.